Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire. The reported peeling was unable to be confirmed. The reported difficulty to advance and remove were unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported difficulty to advance, difficulty to remove, peeling and noted guide wire damages appear to be related to operational circumstances of the procedure. In this case, the cardiomems and guide wire encountered resistance during advancement and retraction. It is likely that the anatomical condition was the cause of the resistance. Manipulation and/or inadvertent mishandling against resistance ultimately resulted in the noted polymer damages and the appearance of the guide wire peeling. The noted teflon coating damage likely occurred during retraction through the torque device and/or other devices used in the procedure. Additionally, the reported treatment appears to be related to the operational context of the procedure it is unknown if any segments of the guide wire remain inside the patients. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a cardiomems (cmems) procedure. The ht command 18 guide wire was being used with the cmems device and there was resistance between the devices on attempted advancement and removal. The entire cmems system with the command 18 guide wire were pulled out as a single unit. Upon examination after removal, it was noted that the coating of the command 18 guide wire was chipping off. A new, non-abbott guide wire was used with the original cardiomems delivery system and sensor to continue the procedure. The sensor was implanted successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.